Event description:
It was reported that the ventricular lead perforated the patient. The lead was explanted and replaced during a system revision on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.